Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, an fse conducted a service call to evaluate the reported event. Fse ordered the replacement tubing and cap. The customer self-installed the parts and the customer had no further complaints related to the reported issue. There was no further action required by fse. The most probable cause of the reported event was crimped hemolysis and wash tubing.

Event description:
On (B)(6) 2016, a customer reported that the hemolysis wash tubing is crimped on their g8 analyzer. The customer states that the tubing connects outside the analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.